Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined.

Event description:
It was reported that the consumer had difficulty drawing insulin with the unspecified bd¿ syringe. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female; event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported that the consumer had difficulty drawing insulin with the unspecified bd syringe. There was no report of exposure, injury, or medical intervention noted.